Manufacturer narrative:
(B)(4). D11: zimmer 12/14 32mm +0mm cocr head. Item number: 802203202. Lot number: 3213426. G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that following a primary total hip replacement, the patient required stem revision approximately 4 days post-implantation due to a lesser trochanter fracture identified after onset of pain upon standing. Approximately 1 day post-implantation, the patient stood and experienced pain; imaging demonstrated a lesser trochanter fracture, with no fall reported. Subsequently, the stem was revised to a revision total hip replacement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g1; g3; h1; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ap view of the pelvis shows an acute periprosthetic peritrochanteric fracture. There is a displaced lesser trochanter fracture fragment and subsidence of the femoral stem. The device history record was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. A definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.